Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to (B)(6) that an autotome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the cutting wire of the autotome rx 44 fractured when cutting. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the device was provided by the customer showing the wire anchor dislodged from the catheter and the cutting wire bent. Additionally, a piece of the wire anchor was detached and can be seen in the photo. It was reported that the wire anchor detached outside the patient and did not require any intervention.